Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of imprecise motion to the blades to be related to the customer reported complaint. The instrument exhibited imprecise motion. The instrument was found to have a loose pitch cable. The loose pitch cable caused the instrument to exhibit imprecise motion. Additional findings not reported by site were also identified: the large needle driver instrument was found to have a loose pitch cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noted non-intuitive motion, an investigation is in progress to determine the cause of this reported event. The surgeon exchanged the instrument to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical with lymphadenectomy surgical procedure, the surgeon stated that the large needle driver instrument had non-intuitive motion and poor functionality. The surgeon had to change the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon's side console (ssc). The instrument did not move on its own (involuntary movement). The instrument did not move in the intended direction: contrary movement, like a deformed wrist. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was intermittent, the instrument was removed and re-inserted, then reappeared within a few minutes. No patterns were identified (e.g., the issue only occurred under specific circumstances). The surgical task that was performed was anastomosis ureterovesical. To resolve the issue, another instrument of the same kind was used. The drape is not available for return. The device was inspected prior to use, there was nothing abnormal or unusual. The issue occurred at the end of the intervention (approximately 2-3 hours from the start).